Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On an unknown date in 2015, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: unknown type endoleak. No further information is available for this event.

Manufacturer narrative:
Type of endoleak updated to 1a endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - patient safety organization tevar dissection surveillance initiative. This data has been provided to medtronic by a third party (m2s) and is limited and de-identified. On an unknown date in 2015, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: no further information is available for this event. Relevant medical history: hypertension, smoking